Manufacturer narrative:
Concomitant products: product ID 37751, serial # (B)(4), product type recharger; product ID 3888-33, lot # v711815, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v711815, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v710840, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v711815, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37791, serial # unknown, product type recharger. (B)(4). Analysis of the returned recharger model 37751, serial # (B)(4) showed no issues found during bench testing, no issues with charging ins or with the recharger or with communications.

Event description:
It was reported that the patient was sent a new recharger and antenna and it worked for a few days but about the previous wednesday the same poor coupling problem with the recharger started occurring. The patient noted that their implantable neurostimulator (ins) battery level was at ¼ left. They were able to get the normal recharging screen but did not get any coupling boxes filled in. The patient had tried repositioning and turning the dial on the antenna for the issue. All of the connections were intact and there were no loose wires ¿at all.¿ additional information reported that the patient then received a new recharger. They did not think the recharger was charging properly so they ended up changing the new antenna back on the old antenna but was not getting good coupling. The patient thought that the recharger was not charging from the wall and did not see the ¿plug in¿ icon. It was noted that the patient had sent the old recharger and the new antenna back to the manufacturer. The patient requested a new antenna be sent to them. However, the patient did state that when they got the new recharger device there getting ¿great¿ coupling and then noted that it was showing that it was charging fine. The issue was noted the over the weekend of report. On (B)(6) 2015, the patient reported that they were not getting good coupling but during the report they got 4 coupling bars. The patient decided to continue charging instead of using the antenna locator (al) feature at the time of report. Additional information was received on (B)(4) 2015 indicating that after several attempts with the antenna locate feature the patient found the highest top number to be 62. The antenna locate feature resulted in getting one coupling box. Further information received on (B)(6) 2015 reported that the patient had trouble recharging and noted that just the other day they could not get coupling bars no matter how hard they tried. When they finally started getting bars, it took over a whole day to get the ins battery to 1/4 and they were worried that they had no ¿battery left to get it jumped¿. Specifically, the charge on sunday night and all day monday and got the ins battery up to a quarter then to a half battery full. The patient saw the manufacturer¿s representative on (B)(6) 2015 where it was noted that the ins had moved and was deeper than before. It was noted that the patient gained weight. The patient stated that they think they ¿screwed it up more¿ because they were sitting in an whirlpool and let the jets hit the implanted device and thought this was the reason it was more difficult to charge. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indication for use of the implanted device was noted as other chronic/intract pain (trunk/limbs). If additional information is received, a follow-up report will be sent.

Event description:
Further follow up information received from the patient reported that the steps taken to resolve the coupling issue was that they were told they had to sit still the entire time they were recharging. The patient stated that this was impossible. If additional information is received, a follow-up report will be sent.